Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating low blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 50 mg/dl when she woke up. The customer stated that she had two motor errors within the last week. The customer stated that she had two episodes of low readings where she passed out. The customer was treated with glucagon shots. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear loose. The customer stated that there was a motor position encoder error in the alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.